Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2023. The lens was implanted upside down. The lens was explanted and replaced on (B)(6) 2023. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).